Manufacturer narrative:
(B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During an ent case, the wire on the plasmablade device tip broke. A second device was used and the same issue recurred. Nothing detached from the device and there was no impact to the patient. This record represents device 2 of 2.

Manufacturer narrative:
Product analysis #701614993:brief description of complaint: plasmablade¿ tna - wire break - two plasmablade ¿ tna devices had a wire break during the same surgery. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿device # 1: ¿device name: plasmablade¿ tna ¿product number: ps300-002 ¿lot number: 0211092991 - old design ¿expiration date: 14-apr-2019 ¿quantity returned: 1 ¿device # 2: ¿device name: plasmablade¿ tna ¿product number: ps300-002 ¿lot number: 0210778713 - old design ¿expiration date: 11-feb-2019 ¿quantity returned: 1 testing performed: ¿device packaging inspection: ¿two returned plasmablade¿ tna adenoid tips, with no device handle, were received inside a fedex shipper box within two biohazard bags with bubble wrap to fill the negative space. ¿no original packaging was returned; therefore, it is neither possible to confirm the device information against the information listed within gch nor confirm the adenoid tips that were sent back as the reported complaint adenoid tips. ¿the adenoid tips were labeled as device # 1 and device # 2 for traceability. ¿there was a proforma invoice provided. ¿device visual inspection: ¿device # 1: ¿the tna adenoid tip electrode wire, plastic housing, and suction opening contain tissue and coagulum buildup, which visually relates to the reported complaint description, all other components appear in place and intact, image # 1 thru image # 6. ¿the device handle was not returned for complaint investigation. ¿there is eschar buildup on the electrode wire, with the excessive melting of the plastic housing and the electrode wire is fractured, however, remains attached to the plastic housing. ¿all electrosurgical devices exhibit wear during use and wear is acceptable if it does not affect the safety of the device. The efficacy of the device is not affected by the damage exhibited on the device. ¿the adenoid tip was cleaned and the ¿test method procedure for adenoid tip¿ was utilized to determine if the wear of the wire electrode plastic housing is acceptable, image # 3 thru image # 6. ¿acceptable damage: adenoid tip: ¿<(><<)>(><(><<)><(><<)>)>33% of ¿wire square¿ is exposed ¿the melt-back is not wispy or stringy in appearance. ¿unacceptable damage: adenoid tip ¿the wire is fractured, however, remains attached to the plastic housing. ¿the wire has minimal support from housing or deformation in the ventral to dorsal direction during application. ¿insufficient cleaning, technique, and use contribute to the tissue and coagulum buildup on the electrode wire and plastic housing which can diminish device performance, compromise the plastic housing and the electrode wire and can contribute to the clogging of the suction opening. ¿see the reference picture of an adenoid tip - old design for comparison, image # 7 ¿device # 2: ¿the tna adenoid tip electrode wire, plastic housing, and suction opening contain tissue and coagulum buildup, which visually relates to the reported complaint description, all other components appear in place and intact, image # 8 thru image # 13. ¿the device handle was not returned for complaint investigation. ¿there is eschar buildup on the electrode wire, with the melting of the plastic housing and the electrode wire is fractured, however, remains attached to the plastic housing. ¿all electrosurgical devices exhibit wear during use and wear is acceptable if it does not affect the safety of the device. The efficacy of the device is not affected by the damage exhibited on the device. ¿the adenoid tip was cleaned and the ¿test method procedure for adenoid tip¿ was utilized to determine if the wear of the wire electrode plastic housing is acceptable, image # 10 thru image # 13. ¿acceptable damage: adenoid tip: ¿<(><<)>(><(><<)><(><<)>)>33% of ¿wire square¿ is exposed ¿the melt-back is not wispy or stringy in appearance. ¿unacceptable damage: adenoid tip ¿the wire is fractured, however, remains attached to the plastic housing. ¿the wire has minimal support from housing or deformation in the ventral to dorsal direction during application. ¿insufficient cleaning, technique, and use contribute to the tissue and coagulum buildup on the electrode wire and plastic housing which can diminish device performance, compromise the plastic housing and the electrode wire and can contribute to the clogging of the suction opening. ¿see the reference picture of an adenoid tip - old design for comparison, image # 14 functional inspection: the functional inspection portion of this complaint inspection was not performed as the complaint was confirmed via visual inspection. Lhr review: a review of the lhr for lot # 0211092991 revealed there were no problems during manufacturing that can be associated with the reported complaint description. A review of the lhr for lot # 0210778713 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the adenoid tips electrode wires are fractured, however, remain attached to the plastic housing and the wires have minimal support from housing and deformation in the ventral to dorsal direction during application. This complaint will be tracked and trended within gch. Additionally, it was found that both adenoid tip plastic housing are melted, however, meets the acceptable damage requirements. Note: the returned adenoid tips are from the old design reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices 31-10-1370 rev. J - product specification and quality plan - tna product family 70-10-1447 rev. C - peak plasmablade¿ tna - IFU 70-10-1429 rev. C - pulsar¿ ii generator operator¿s manual 61-10-0017 rev. H - device button tactile test procedure 61-90-0700 rev. D - test method procedure for adenoid tip test equipment: the functional portion of this complaint investigation was not performed therefore no test equipment was utilized during the complaint investigation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the wire on the plasmablade device tip broke. A second device was used and the same issue recurred. Nothing detached from the device and there was no impact to the patient. This record represents device 2 of 2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.